Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported at this time. The reported low speed/flow alarms and pump stop events were confirmed via the submitted log files. The submitted log files contained approximately 35 days of overlapping data and captured multiple low speed and low flow alarms while the device was supported with the mpu. In addition, a single pump stop event, associated with low speed/flow alarms, was recorded while the device was connected to the mpu. Low speed/flow alarms and pump stop events were also recorded while the device was connected to the power module. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and low flow alarms, as well as the pump stop events, cannot be conclusively determined through the evaluation of the returned portion of driveline. Approximately 20" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The hm ii lvas IFU and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. Approximate age of device ¿ 2 years, 7 months and 9 days. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the vad system was producing low speed and low flow alarms. When the alarms occurred, the patient reported feeling lightheaded and dizzy, but otherwise felt fine. The patient was admitted to the hospital for a possible driveline fracture. The manufacturer¿s technical service representative reviewed the submitted log file and observed speed drops and pump stoppages on (B)(6) 2018 that appear to have occurred while the vad was connected to a mobile power unit (mpu). A short to shield was suspected. X-ray images of the driveline submitted for review were unremarkable. On (B)(6) 2018, an external distal percutaneous lead (driveline) replacement was performed. The entire external portion of the driveline was replaced with no issues. On (B)(6) 2018, the customer reported that a pump stoppage occurred on the evening of (B)(6) 2018 after the vad was connected to a normal patient cable. The patient immediately switched to batteries and was provided an ungrounded patient cable to use when connected to a power module. No further alarms occurred when connected to batteries or ungrounded patient cable. No additional information was provided.